Manufacturer narrative:
Date of event: (B)(6) 2018.date of report: 09/05/2019.the product support engineer (pse) troubleshot this issue with the customer over the phone. The pse discussed with the customer other possible areas that may cause the leak. The part number for the oxygen (o2) inlet fitting kit was provided as requested by the customer.

Event description:
The customer reported the ventilator failed the high-pressure leak test during the performance verification test (pvt). No patient involvement.